Event description:
Information received from the field notes that the device was in back-up operation. The patient, who is not pacemaker dependent, received a 220 volt electrical shock two months previous. A software download was successful, but the software status codes revealed a low battery threshold. The patient was on coumadin and as soon as the medication was regulated, the device was replaced.